Event description:
It was reported that keypad is unresponsive, lock key sometimes functions a next key. No patient injury reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual inspection showed labels were all intact. During functional check, the reported complaint was not duplicated. Tested everyone button and keypad was functional. No problem found. Replaced keypad as precaution.